Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - stem. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during the primary surgery. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: bmet regenx pri tib tray 75mm: catalog#: 141274, lot#: 970530; vngd ps open por fmrl lt 70: catalog#: 184532, lot#: 427700; e1 vngd ps tib brg 71/75x10: catalog#: ep-183640, lot#: 753860; rgx 3 peg ser a patella 37mm: catalog#: 141358, lot#: 413530. Multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2023-02127. The product will not be returned to zimmer biomet for evaluation as the product location is unknown. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text: see h10 narrative.

Event description:
It was reported by legal counsel that a patient underwent an initial left total knee arthroplasty. Subsequently, four (4) months post-implantation, the tibial components were revised for an unknown reason. Due diligence is in progress for this event, to date no further information has been reported.